Event description:
It was reported that a patient in nicu was receiving a dextrose 10% infusion when the patient had a blood glucose value of 69mmol/l at 1116. The IV rate was reduced and the blood glucose was repeated with the same result of 59.1mmol/l. At 1305, it was observed that bag had residual volume of less than 50ml (the expected remaining volume after infusion stopped). The blood pressure was monitored over the course of infusion. However, it was observed that the patient increased weight by 149 grams. Patient became hypoglycemic and required reinstitution of IV infusion to manage hypoglycemia.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a patient in nicu was receiving a dextrose 10% infusion when the patient had a blood glucose value of 69mmol/l at 1116. The IV rate was reduced and the blood glucose was repeated with the same result of 59.1mmol/l. At 1305, it was observed that bag had residual volume of less than 50ml (the expected remaining volume after infusion stopped). The blood pressure was monitored over the course of infusion. However, it was observed that the patient increased weight by 149 grams. Patient became hypoglycemic and required reinstitution of IV infusion to manage hypoglycemia.